Event description:
During the device evaluation, it was identified that the probe tip had broken off of the thunderbeat device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is inferred that the reported event occurred when the seal & cut output was performed while thick tissue was gripped at the tip of the grasping section; the probe and tissue pad came into contact at the rear end of the grasping section, causing wear on the tissue pad. As the tissue pad wore down, the non-insulated part of the grasping section came into contact with the probe. When the seal & cut output was performed while the non-insulated part of the grasping section was in contact with the probe, contact marks were formed. As the load of the seal & cut and gripping the tissue was applied to the probe, a crack occurred starting from the contact mark. A load was applied to the probe, causing it to break. The probe broke approximately 15 mm from the tip with a scratch around the broken part of the probe. Observed the fracture surface of the probe and found that a crack had propagated from the scratch. We were able to confirm that this phenomenon was occurring. However, the cause of the occurrence could not be identified based on the information obtained from this complaint and the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.